Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the left pulley wire fluid damage, the objective lens broken, the operation channel (primary) buckled, the light guide cable buckled, the suction channel buckled, the lg connector leak, the lcb distal cover glass scratched, the distal body worn out, the segment worn out, and the down pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).